Event description:
The pin disconnected from the liner causing the user to fall.

Manufacturer narrative:
Product failed to provide secure suspension when locking pin disconnected from umbrella, when user was walking. User fell and sustained bruising and nerve pain. No indication of material or manufacturing failure. Issue likely to be due to lack or absence of adhesive at the threads which should have been applied by the cpo. Use of incompatible locking pin from another manufacturer may have contributed to failure. The likelihood of this type of failure leading to a hazardous event resulting in a serious injury is considered remote. Further actions are not considered warranted.